Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in a seizure. Bg level was not provided. Low bg cause was not known. Customer consumed carbohydrates to address bg and went to the emergency room (ER). Reportedly, customer was treated with intravenous fluids of saline and released from the ER 3-4 hours later with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.